Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow up that noise was observed. X-ray showed externalized conductors. Lead to be revised. Patient condition after the event was good.

Event description:
New information received notes the lead was capped and replaced.